Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8703w lot# l71617, implanted: (B)(6) 2000, product type catheter. Pt codes (B)(4) apply to the pump. Device codes (B)(4) apply to the pump. Eval code-conclusion code applies to the pump.

Event description:
The patient reported return of pain. The patient reported that their pump was making noises they had not heard before. No additional detail regarding the pump alarm was provided. The patient was looking for new physician. Patient stated doctor dismissed the patient. Caller states that he did not make 2 appointments and therefore they were dismissed by the managing healthcare professional. Caller stated they spoke to the head nurse at that facility today and they were told that if the patient calls the facility again that they will have to call the authorities. The patient was receiving hydromorphone (dilaudid) with an unknown dose and concentration for non-malignant pain and other non-malignant pain. The patient requested physician listings. The patient later reported via email [they have a medtronic pump for pain. This would be the second one. The first one the battery was going and then they installed the newer type (smaller with a bigger reservoir). The patient's question was the pump ran dry about 4 months ago; is there anything I should be worrying about plus the alarm was still going off. How long does the battery last with the alarm beeping? Plus can you send a list of doctors that would care for it and a list of doctors that would remove it. The patient had not decided on which way to go or even if they have a choice at this point.] The patient reported they were sick. The national answering service (nas) operator indicated that the patient had the pump implanted for 14 years. The pump was making alarms that the patient had never heard before. The pump was empty. The patient was really in distress the patient initially stated that there¿s morphine in the pump, then he stated that it was dilaudid. The patient was helpless and they could not move. The patient stated that they are going out of their mind. They also stated that right after this phone call they were going to the emergency room but the emergency rooms down here it's like they don't know about the device. Additional information received from healthcare professional on (B)(6) 2017 reported serial number of the pump. It was unknown when the patient first started experiencing the issue as the patient complained of the pump not working and the pump was beeping for 7 months at visit on (B)(6) 2014. When asked to clarify the battery worn out it was noted as unknown. It was unknown if the battery was worn out. The patient was removed per the patient's request. The cause and if the issue was resolved was noted as not applicable. The patient's weight at time of event was unknown. It was noted that the pump was implanted on (B)(6) 2008 and explanted on (B)(6) 2014. It was unknown if there was intent to return the pump for analysis when it was explanted. Symptoms included "? Not effective". No further complications were reported/anticipated.